Event description:
It was reported that the ventilator failed while on a patient. The patient became bradycardic but was able to be revived. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Technical error codes indicating loudspeaker error and communication error were noted in the event log. The user interface was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Ventilator logs were downloaded and reviewed. There are no indications of a stop of ventilation in the event log. The generated technical error codes will not affect the ventilator¿s ability to provide respiratory support. The patient ventilation will still be ongoing. The test log contains successful pre-use checks prior and after the event. There are no indications of ventilator malfunction that could cause the reported event.

Event description:
Manufacturer's ref #:(B)(4)

Event description:
It was reported that the ventilator failed while on a patient. The patient became bradycardic but was able to be revived. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).